Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator will not go into standby mode. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 15jan2019. G.4: 10jan2019. Information was received that the flow sensor was replaced and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.